Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced insufficient relief of pain with the scs system. Surgical intervention was undertaken wherein the entire system was explanted to address the issue. Therapy was restored post-op.